Event description:
It was reported that during a tooth extraction, a drill attachment overheated and caused a 1.0 inch long by 0.25 inch wide superficial burn to the corner of a pt's mouth. The procedure was completed with the use of readily available backup equipment, without causing a clinically significant delay. Antibiotic ointment was applied to the affected area, and the pt did not express any pain associated with the burn. The hospital does not intend to further monitor the issue, or provide additional treatment for the burn. No permanent scarring or nerve damage is expected from this incident. There was no user injury reported with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the bearings were found to be excessively worn and lacking the appropriate lubrication. Damaged bearings and lack of lubrication have the potential to cause the device to overheat. Due to the age of the device and the extensive damage sustained, the device could not be repaired and was discarded.